Event description:
It was reported that intermittently, the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem wall adapter and cable. The customer's blood glucose level was 425 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation on is performed.